Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out-of-specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.